Event description:
Reporter noted scleral burn with corneal fold during lensectomy. Felt he could not get adequate power and changed systems to complete the case. Surgery prolonged, but pt recovering well.